Event description:
It was reported that stent damage occurred. Vascular access was obtained via femoral artery. The 80-85% stenosed target lesion was located in the non-tortuous and moderately calcified left anterior descending artery. After advancing a guide catheter and a non-bsc guidewire, a 16 x 3.00 promus premier select drug-eluting stent was inserted into the guide catheter but it was noticed that the stent was not smooth. It was found that one stent strut was damaged. The procedure was completed with another of same device. No patient complications were reported and the patient condition was good.